Event description:
A distributing customer reported a complaint that was filed by the user facility. The user facility stated that a disposable ambulatory infusion systeem over delivered drug during pain therapy. The delivery rate was controlled by a flow-restricted 2-day admin set. The system delivered all of the drug in 24 hrs. The infusion system was from one of two possible lot numbers. There is no report of pt injury.